Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that the rn in the intensive care unit phoned the clinical support specialist stating that the power supply lights were all "out" and the rn could not "get it to change." As a result, the pump was exchanged off the patient. The patient is being supported appropriately on the second pump without issue and there were no issues during the exchange. The pump has been sent to biomed. There was an interruption/delay in intra-aortic balloon pump therapy for the timeframe required to exchange out the pump.